Event description:
It was reported that two (2) patients underwent knee arthroplasty revisions to address aseptic loosening approximately five (5) and twenty-six (26) months post-operatively. Attempts were made, however, no additional information is available at this time.

Manufacturer narrative:
(B)(4). Ftaita, s., berghe, a. V., thienpont, e. (8 jan 2021). Vitamin e-enriched polyethylene bearings are not inferior to arcom bearings in primary total knee arthroplasty at medium-term follow-up. Archives of orthopaedic and trauma surgery, vol. 141, pages 1027-1033. Https://doi.org/10.1007/s00402-020-03727-6. Concomitant devices - unknown vanguard tibial component: catalog #: ni, lot #: ni; unknown vanguard tibial bearing: catalog #: ni, lot #: ni. Correspondence author. Report source - foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2022-00162.